Manufacturer narrative:
The probable root cause of error c34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the vio integrated electrosurgical generator unit (iesu). The system was tested and verified as ready for use. The iesu has been evaluated by the failure analysis (fa) team. Fa was able to confirm the reported complaint via system logs. Functional testing revealed that the unit generated error code c-34 upon startup. Additionally, a review of the internal generator error log showed the presence of c-00.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure that error c-00 occurred. The customer used a different vision side cart (vsc) to complete the procedure. There were no reports of patient injury.